Event description:
Caller states that during a correlation study the following coaguchek s/coaguchek xs results were obtained. Patient 1: 3.4 inr/2.2 inr; patient 2: 6.5 inr/4.7 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. Reference medwatch with a1 patient for suspect device in coaguchek s system. Patient 2: deep vein thrombosis in left arm. Medications: coumadin 2.5 every other day, zoloda 150mg/twice a day.